Manufacturer narrative:
Concomitant product: product ID 309328, lot # 0208490519, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient presented to the hospital with a high grade fever in addition to redness and swelling at the device and lead implant wounds. The patient had an infection and was placed on intravenous antibiotics. Both the device and lead were explanted the following day and a swab of ¿fluid¿ was taken from the wound site for culture analysis. No results were provided. The patient¿s fever had normalized by the time of removal and they were kept as in-patient for observation and ongoing medical treatment. A vacuum wound drain was inserted by the surgeon at the time of removal. As of about two weeks later, the infection had resolved with antibiotic therapy, but the patient still remained on antibiotics. It was noted the patient was having great physiological results with their fecal incontinence while they were implanted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.